Manufacturer narrative:
The insulin pump was received with blank display. Problem isolated to electronic assembly. Unable to confirm unexpected battery power loss alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was 8.8 mmol/ l at the time of the incident. It was reported that while customer was sleeping and insulin pump turned off and started beeping. The battery was fine before going to bed. The insulin pump did not respond anymore. The battery was removed and a new battery was inserted, insulin pump still unresponsive. The insulin pump was returned for analysis.